Manufacturer narrative:
For sample (B)(4). Upon investigation of the sample, an interfering factor against a component of the ft3iii assay was identified. In this context, reference is made to the following disclaimer in the method sheet of the ft3iii assay: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings. The mathematical differences of tsh and ft4iii values, generated with the analyzers from roche diagnostics and siemens centaur, are caused by differences of the setups of the assays, the antibodies used and differences of the standardization materials and procedures used.

Manufacturer narrative:
The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable elecsys tsh assay, elecsys ft4 iii assay, and elecsys ft3 iii results for 2 patient samples tested on a cobas 8000 e 801 module compared to an investigation site's cobas 8000 e 801 module, cobas 8000 e 602 module, cobas e 411 immunoassay analyzer and a centaur system. This medwatch with cover ft3 iii. Refer to medwatch with patient identifier of (B)(6) for information on the tsh results and to medwatch with patient identifier of (B)(6) for information on the ft4 iii results. It was unknown if the erroneous results were released outside of the laboratory. There was no allegation of an adverse event. The serial number for the cobas e602 used at the investigation site was (B)(4). The ft4 iii reagent lot used on this analyzer was 391521 with an expiration date of 29-feb-2020. The ft3 iii reagent lot used on this analyzer was 372451 with an expiration date of 30-nov-2019. The tsh reagent lot used on this analyzer was 394647 with an expiration date of 31-oct-2019. The serial number for the cobas e411 used at the investigation site was (B)(4). The ft4 iii reagent lot used on this analyzer was 391521 with an expiration date of 29-feb-2020. The ft3 iii reagent lot used on this analyzer was 372451 with an expiration date of 30-nov-2019. The tsh reagent lot used on this analyzer was 394647 with an expiration date of 31-oct-2019. The serial number for the cobas e801 used at the investigation site was (B)(4). The ft4 iii reagent lot used on this analyzer was 380330 with an expiration date of 31-dec-2019. The ft3 iii reagent lot used on this analyzer was 348359 with an expiration date of 31-oct-2019. The tsh reagent lot used on this analyzer was 386646 with an expiration date of 31-may-2020.